Event description:
The customer reported that an alarm occurred during manual prime. Troubleshooting was performed. The device did not have an audible tone during tone test.

Manufacturer narrative:
Final analysis revealed that the device passed seat, rewind, and occlusion test. However, the pump did not have an audible tone due to broken negative transducer wire.